Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the instrument was used several times during the surgery, and the issue occurred immediately after the forceps was replaced and inserted. It is unclear whether the issue occurred after or before the system error generated. A red light to e-100 generator was recognized when the instrument was not working. The jaws of the instrument were not clamped closed. It did not open in the first place. They tried to open the jaws using the grip release slider, but it did not move. The jaws were not stuck on tissue. The vessel sealer extend instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a grip ring dislodged. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips did not open. The dislodged grip ring likely caused the grips to not open. The grip open lever was not functional. The grip ring moves freely up and down grip the grip drive adapter.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted neck anastomosis esophagectomy transthoracic surgical procedure, the tip of the vessel sealer extend (vse) instrument would not open. It was also noted that the red light on the e-100 generator turned red when the device was connected to the e-100 generator. Use of the instrument was discontinued, and it was replaced to the backup. The user completed the procedure and no known impact or patient consequence was reported.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the vessel sealer extend instrument; however, intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.